Event description:
The lay user/patient contacted lifescan (lfs) alleging an error 5 message. The medical affairs specialist (mas) spoke to the patient in 2005 and obtained/verified the following information. Approximately six months ago in the morning the pt felt faint and tried to test on his meter and received an error 5 message. The pt drove himself to the physician's office due to how he was feeling and the reading on his meter. At the physician's office his blood glucose test was taken and he was treated with insulin (does not know what type of insulin or how much he was treated with). The patient does not remember what his readings were on the physician's meter. He was at the physician's office for an hour. The meter worked prior to the incident; however, he does not remember what his blood glucose readings were at that time. Currently the patient claims he has had the meter for "possible two years or more." An error 5 indicates that the meter test strip holder, lens area and contact points are dirty, or the test strip is not fully in place, or the test strip was partially inserted before turning the meter on. Patient usually obtains readings from 70-150 mg/dl on the meter. Customer care agent (cca) sent the patient a replacement meter. The complaint is being reported because there was a possible delay in treatment due to use error (possibly using non-lfs test strips at the time of the incident) and the patient was treated with insulin.